Event description:
Intuitive surgical, inc. (Isi) received FDA medwatch report (MDR) with MDR report #mw5165586 stating: robotic harmonic instrument broke inside the patient's abdomen during procedure. The piece that broke off was located and removed from the patient. There were no noted injuries. Robotic harmonic was replaced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) harmonic ace instrument has not been received for failure analysis evaluation.